Manufacturer narrative:
Patient's medications - coumadin, lovenox, and albuterol. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2009, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2016, follow-up imaging identified an unknown endoleak. It was suspected to be either proximal type I endoleak or type ii endoleak from multiple lumbar arteries associated with the aortic extender component. Aneurysm enlargement of an undetermined amount was reported. It was also reported the aneurysm measured 8cm. The physician stated the suspected endoleak(s) and aneurysm enlargement was possibly caused by the lumbar arteries around the proximal end of the device. On the same day, an aortic extender component was implanted for proximal extension. Final imaging showed resolution of the endoleak(s), and the patient tolerated the procedure.